Event description:
A customer in (B)(6) reported a false positive cefoxitin screen (oxsf) for a the staphylococcus aureus quality control (atcc 29213) strain, in association with the vitek® 2 ast-p608 test kit (ref 22336, batch 4881039103). The customer reported that the qc isolate was oxsf positive instead of negative as expected. It was reported that the qc was tested several times and the same results were obtained. Biomérieux advised the customer to use the recommended qc procedure. The customer then performed retesting following the instructions for use, and the qc oxsf failed again. The customer was to retest the strain on another lot of ast-p608 cards as well as order a new strain. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
UDI# (B)(4).

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6)regarding a false positive cefoxitin screen for staphylococcus aureus quality control strain (atcc 29213) in association with the vitek® 2 ast-p608 test kit (ref 22336, lot 4881039103). The customer reported that the qc isolate was oxsf positive instead of negative as expected. It was reported that the qc was tested several times and the same results were obtained. On 27sep2019, lcs informed gcs that the customer discovered saline contamination with the dispensette. The dispensette was sterilized and qc repeated acceptable. Root cause was due to contaminated saline. The customer's strain was not requested. Ast-p608, lot 4881039103 met final qc release criteria. This lot passed qc performance testing.